Manufacturer narrative:
Section a4: patient weight is included in this report.

Event description:
Additional information was received indicating that surgical intervention may take place to address the patient issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the leads were explanted to address the issue. The battery remained implanted and turned off in hopes to be re-implanted at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2024-07720. It was reported that the patient was experiencing inadequate relief from their drg system. The patient's leads had noted high impedances. The next course of action is undetermined at this time.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.